Event description:
Pt was infused with 5-fu (fluorouracil) using an accu flo elastomeric infusion device on (B)(6) 2012. The device was a 46 hr infusion device (5ml/hr) filled 50 hrs of medication (4075mg in 250ml) of 5fu), with 4 hrs of overfill (331mg/20ml) of 5fu. The pt presented on (B)(6) 2012, 45 hrs into therapy and the device was empty. An add'l 5 hrs of medication had been infused 413.75mg/25ml. The pt denies manipulation of the pump and doesn't know when the pump emptied. The MFR was contacted (progressive medical) to evaluate if there are product issues. The company reports that there could be a + or - 10% error rate in the flow rate and the rate could be affected by heat or cold. The fill volume of the device is 270ml and was underfilled at 250ml. The device was secured by pharmacy for eval from the MFR who will pick up this soon. Dates of use: (B)(6) 2012.